Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. It was found that the system's printer was defective unrelated to the complaint. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 8800 had intermittent x-ray. There was no adverse patient involvement reported. There was no patient information reported.